Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pcu will not "boot up". In the ccu, the device stated communication error and turned off. No additional event details provided.

Event description:
The customer reported a communication error displayed on the pump and turned off while infusing on a patient in the ccu. After the device turned off, it was reported that the pcu that will not "boot up." In the ccu. A preventative maintenance was performed on the device on (B)(6) 2017, (B)(6) 2018, and (B)(6) 2019. The battery was replaced on (B)(6) 2019. There was no damage/corrosion/residue noted on the iuis, and there was no reported patient harm

Manufacturer narrative:
The customer¿s stated issue of the pcu would not boot was confirmed; on arrival the pcu would not boot past the carefusion screen. The customers complaint that the device experienced a communication error was also confirmed through a review of the logs. The customer's complaint that the units ¿powered off¿ was not confirmed physical inspection noted the device to be in fair condition with the instrument seal intact. The pcu was received without a battery. The front cover has a crack at the bottom right insert. The rear case is broken at the top right well. The pcu log review found no programming steps that would cause a communication error, however there was a communication error in all the connected devices event logs at 11:09:27 pm. A fourth pump module sn:(B)(4) ¿channel d¿ was connected on the reported event date and was not returned as part of this investigation. The physical condition of the module is unknown. Testing performed found the device powering up but not booting past the carefusion boot screen and not alarming during the time it was stuck in this boot phase. The signal level voltages of the power supply board were determined to be within specification. The logic board was switched with a known good logic board and the device was able to boot. The original logic board was reinstalled, the device would then boot as expected. Upon reassembly the pcu powered on as normal and came to the ¿new patient¿ screen. The root cause of the customer¿s report was not identified.